Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor ¿ at-home covid-19 test there was false positive test result. There was no report of adverse patient impact. (B)(4). The following information was provided by the initial reporter. The customer tested positive with another at home test kit and tested negative with the bd test.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 2006644, ¿had a negative result however was positive with another test.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported when using the bd veritor ¿ at-home covid-19 test there was false positive test result. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter. The customer tested positive with another at home test kit and tested negative with the bd test.